Event description:
The facility reported a colleague infusion pump with a failure code 570:320:844. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code of 570:320:844 could not be confirmed or reproduced since the pump was not sent in. Since baxter never received the device for evaluation, there was no cause assigned or actions taken to resolve the reported problem. A service history review revealed that this device was previously serviced for failures/problems that were same as or similar to the current problem. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. The device was not available for evaluation for the reported condition, as it was never received by service depot.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 570:320:844 was confirmed during product evaluation as failure code 570:320:844:0000. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. Additional information: this is involving a pump with software version 5.04.00 which is categorized as unremediated. A follow-up report will be filed if any additional details become available.